Event description:
This is a report of a colleague infusion pump with a failure code 812:00, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. It is unknown if there was patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 812:00 was confirmed but not reproduced during product evaluation. This condition was caused by a defective channel a pumphead module. The channel a pumphead module was replaced to correct the reported condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92.

Manufacturer narrative:
It is unknown at this time if the device is available for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4).